Event description:
The customer reported that while doing performance maintenance (pm), there were a couple of occasions when the unit was turned off and it turned back on. The customer reported that there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2016.

Manufacturer narrative:
The failure investigation (fi) lab received the blower assembly and the motor controller brushless for evaluation. Visual inspection of the returned blower assembly and the brushless motor controller (bmc) revealed no evidence of damage or contamination. Fi technician tested the blower assembly and bmc; no failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined due to no problem found.